Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer also reported a blood glucose (bg) level was 40 mg/dl, cause unknown. The costumer addressed low bg by consuming carbohydrates.